Manufacturer narrative:
Investigation of the returned device found the soft cannula to be torn and shortened, resulting in the length of the soft cannula measuring below specification. The exposed portion of the soft cannula was observed to be damaged and torn as a result of the shortened soft cannula. No damages were observed on the unexposed portion of the soft cannula. Fluid was unable to flow through the complete fluid path due to the damage to the exposed portion of the soft cannula. It could not be determined when or how the damage to the soft cannula occurred. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 17.3 mmol/l (311 mg/dl) while wearing the pod between 5 and 24 hours. The patient stated that the pod was hurting them all day. When the pod was removed from the infusion site (arm), the infusion site was found a bit wet and red. As treatment, a new pod was applied. The device investigation observed a cannula damage.